Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and non-detection at routine follow-up. A revision procedure was performed during which the lead was tested via pacing system analyzer (psa); the physician was unable to determine the cause of the observed behavior. The lead was explanted and replaced. No adverse patient effects were reported.